Event description:
Approximately four years following a sacrocolpopexy using the gore-tex. Soft tissue patch, the surgeon alleges that the mesh eroded through the vaginal mucosa. The surgeon explanted the mesh and sent the specimen to co for histological analysis.